Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported that the horizon was not aligning with the endoscope. The isi csr stated that they replaced the endoscope and still the issue persisted. The isi technical service engineer (tse) reviewed the logs and found no associated faults in the logs. The csr stated that the customer reseated the sterile adapter, undocked the camera arm, and still the issue remained. The isi tse recommended moving the endoscope to another universal surgical manipulator (usm) to see if the issue persisted. The customer was not in a position to do so at the time of the call. The customer was moving forward with the case. The procedure was completed as planned with no reported injury. The isi csr called back after changing the endoscope to another arm. The issue persisted. The caller then customer change out to a third 0-degree endoscope and they got the horizon line to align. The isi tse recommended taking note of the endoscope serial numbers and setting them aside for isi fse to inspect. If the issue persists with endoscopes during testing, recommend customer exchange the endoscopes. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred after ports were placed in the patient. The issue happened throughout the entire procedure. The image was not inverted. The event did not involve a reverse control of the system. The endoscope did not move freely with uncontrolled motion. The endoscope did not move. The vision orientation did not change on its own. The system did recognize the correct endoscope. The surgeon did confirm desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the surgeon via the user interface. The issue was resolved with a new endoscope. The procedure was completed and no patient injury occurred.

Manufacturer narrative:
Based on the claim against the product by the customer noting scope issue, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the part/instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the 0-degree endoscope. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodge desiccant balls inside backend housing. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located zone a 1/3 near integrated connector of the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screen aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.

Event description:
Refer to h10/h11 for follow-up information.